Manufacturer narrative:
(B)(4). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2019-00230.

Event description:
It was reported that two closure tops broke during torquing within surgery. They were removed and replaced with an alternative closure top to complete the procedure. There were no reported patient impacts. This is report one of two for this event.

Manufacturer narrative:
Additional information: (methods, results, and conclusions) - the identity of the devices was confirmed. Visual inspection revealed that a portion of the threads have fractured off. Based on the event description and the nature of the thread failure, it is likely the failure is due to misalignment between the closure top and pedicle screw tulip head. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that two closure tops broke during torquing within surgery. They were removed and replaced with an alternative closure top to complete the procedure. There were no reported patient impacts. This is report one of two for this event.